Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during arcr a spark occurred from the active tip of the device. It was brand new and the first use when the issue occurred. The product was discarded at the hospital. There was no surgical delay or harm to the patient. The backup device was used to complete the case. Additional information was received via email from the affiliate on 2-16-2016 that the sparking was inside the patient.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was saline residue in the suction tube and tissue debris around the tip indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)